Event description:
The customer reported the system intermittently displays the dose value as either 0 (zero) or a dose value that is higher than the average value displayed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not indentified; therefore, a device history record review could not be performed.

Event description:
It was reported that a radiology technician trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the technician was unable to advance the knot forward to the arteriotomy using the suture trimmer. The sutures were removed and hemostasis was achieved applying manual compression for approximately 20 minutes. There was no adverse patient effect. Though requested, no additional information was available.